Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed coating of the insertion tube (image guide) peeled off (1mm2 or more) could not be determined, however, the event was likely the result of repetitive use stress, external factors, or handling . The event may be detected/prevented by following the instructions for use below: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". ¿inspection of the endoscope¿. ¿5. Inspect the bending sections covering for sagging, swelling, cuts, holes or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer: - the device was used for intubation before surgery and the procedure was completed using the device. - there was no procedural delay. - pre-use checks are not carried out.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope tip is leaking. There were no reports of patient harm associated with this event. During testing and inspection of the returned device, the coating of the image guide (ig) snake tub is peeling off (1mm 2 or more). There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device was returned to olympus for evaluation. Abnormal angle of curved tube is observed, adhesive part of the objective lens has come off/ part of the lighting lens is peeling off, the flexible tube of the insertion section is crushed due to external factors, watertightness of the operating part (base of the suction port) is not maintained due to external factors, curved rubber adhesive part is missing, angle lever is deformed due to external factors, scratches are found on the eyepiece due to external factors/found on the grip due to external factors/ud plate due to external factors/ vent metal under the grip due to external factors, scratches are found on the fixed ring due to external factors/oredmenat and on the cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.